Event description:
It was reported the right atrial (ra) lead had undersensing of atrial flutter. It was indicated the patient presented with an atrial rate of approximately 300 beats per minute and it was not possible to measure p-waves. The sensitivity was adjusted but still could not sense the p-waves. It was also noted the undersensing seemed to be the same in pacing modes of ddd and mvp. Additional reprogramming was going to be assessed and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.